Event description:
As reported by the edwards territory manager, during a transfemoral transcatheter aortic valve replacement (tavr) procedure the sapien valve was implanted 60:40 aortic. Transesophageal echocardiogram (tee) immediately after placement showed a mild paravalvular leak (pvl). The echocardiologist continued to exam the valve and the pvl increased from mild to severe. It was decided to post-dilate the valve with 1 cc of additional volume in the balloon; however, this did not resolve the pvl. The valve was then dilated a second time with an additional 1cc of volume added to the balloon, the pvl did not improve. The surgical team decided to place another sapien valve, which was successfully placed in the same 60:40 aortic position. Tee showed the pvl reduced to moderate and the patient was transferred to ICU in stable condition. Additional information revealed that the native leaflets had severe calcification.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there is no allegation of device malfunction. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the tavr procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, the root cause for the severe pvl cannot be confirmed; however, it is possible that the severe valve calcification may have contributed to the severe pvl on initial valve deployment. The physician believes the first valve recoiled which led to increased and unacceptable levels of pv leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.